Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-16568. Related manufacturer reference number: 2938836-2019-16571. It was reported that when the patient presented in-clinic their device was found to be under-sensing very small r-waves. The patient was in ventricular fibrillation but the device under-sensed and determined it was a ventricular tachycardia and the incorrect type of therapy was delivered. It was also noted there was lead noise present. The patient was in cardiac arrest but it was reported that the cause of death is unknown.

Manufacturer narrative:
Additional information: the reported event of noise was not confirmed in the laboratory. A partial lead with only the connector portion was returned in one piece for analysis. The damage found was sustained during the surgical procedure. The lead was otherwise normal.